Event description:
It was reported by the pt that while he moved to a sitting position, a loud crack was heard, but no pain was felt. The next day, the pt experienced pain and collapsed. After experiencing continued pain and collapsing, a d physical therapy, an arthroscopic procedure was performed. During procedure, it was discovered that the articular surface post was sheared away. The post was removed, and the articular surface was left in place.

Manufacturer narrative:
This report will be amended when our investigation is complete.